Event description:
It was reported that pump declared alarm 20a during cartridge loading and that cartridge alarm recurred when customer attempted to resume insulin therapy. There was no adverse impact to the customer¿s blood glucose level. Customer loaded new cartridge using guidance from technical support, was unable to successfully resume insulin therapy, and was advised to use multiple daily injections and continue using current pump until replacement arrived; pump was confirmed in warranty, replacement pump was arranged, and technical support provided instructions for storage mode, reprogramming pump settings, reconnecting continuous glucose monitor, and returning problematic pump within 10 days, which customer understood and acknowledged.